Event description:
Sling was attached to the lift, pt was in the process of being transferred from bed to her wheelchair. Just prior to reaching the wheelchair, the leg clip came unhooked and pt slipped out of the sling to the floor. Pt leg split.